Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient was at school and experienced hyperglycemia along with nausea and vomiting. The patient's guardian thinks the patient changed her "pod" at school that day but she was not sure. She picked up the patient at school and the cgm was reading 300 mg/dl. She checked a bg and it was 500 mg/dl. She took the patient to the hospital where she was diagnosed with hyperglycemia and diabetic ketoacidosis. The patient was admitted for 3 days and treated with IV fluids and insulin. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.